Event description:
It was reported patient enrolled in a clinical study, underwent a right total knee arthroplasty on (B)(6) 2008, and a left total knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a revision of both knees (B)(6) 2009 due to infection. Surgeon performed an irrigation and debridement and bearings were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02463 / 02464).